Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
After procedure, it was confirmed a broken for tip of the device,

Event description:
After procedure, it was confirmed a broken for tip of the device,

Manufacturer narrative:
The reported event that 2.0mm asnis micro, cannulated screwdriver, 2.0mm, ao coupling was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by too much applied mechanical force during screw insertion. The device inspection revealed the following: the very front part of the tip of the returned cannulated screwdriver is indeed completely broken off during screw insertion. The close up views, done by the microscope , indicating though that the surface of the breakage is homogenous which again indicate conformity to the given specification. High applied forces led to a strain hardening/embrittlement of the material which finally resulted in the breakage. The root cause of the failure was repeated powerful dynamically overload during use. Note that the ao coupling end is still in working order. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.